Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that a swivelock from ar-1788j-cp internalbrace kit, shaft bent and anchor broke inside the patient during insertion. Surgeon drilled out the broken anchor and nothing remained in the patient. A new ar-1788j-cp internalbrace kit was opened and case was completed successfully without further issues. This was discovered during a brostrom and internalbrace ankle repair on (B)(6) 2022.

Manufacturer narrative:
Complaint confirmed. Two swivelocks from an ar-1788j-cp were received for investigation. Visual inspection identified that the inserter shaft of the black swivelock component was severely bent. A probable cause is attributed to user-applied prying/leveraging forces during use. As no biocomposite anchor was returned for analysis, the allegation of anchor breakage could not be verified.